Event description:
It was reported that there was particulate matter in the reservoir of a small volume intermate. There was no patient involvement as this was found before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured august 28, 2014 to september 3, 2014. Evaluation summary: the device evaluation of the returned device is complete. A visual inspection was performed and revealed a white particle, approximately 0.73 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.